Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support (mcs) and experienced a pump stop at the beginning of support. The patient had non-st-segment elevation myocardial infarction with elevated troponin while inpatient at a prior facility. Cardiac work up showed multi-vessel coronary artery disease and severe aortic stenosis. The patient was transferred in with plans for impella assisted pci and transcatheter aortic valve replacement (tavr). For the impella cp implant, a 14 french long impella sheath was inserted but kinked due to tortuous anatomy. Therefore, a 16 french cook sheath was then inserted without some deformation. Balloon aortic valvuloplasty was performed. The impella was inserted through a cook sheath with light resistance and crossed into the left ventricle. Shortly after the pump started, it stopped with a motor current high alarm. Several more start attempts were made with controller failure and motor current high alarms. The decision was made to move to tavr procedure. A new sheath was placed, but the physician was unable to deliver the tavr through the sheath. Therefore, the decision was made to move the procedure to the contralateral femoral artery. The tavr was successfully delivered with the decision to do minimal pci without impella mcs. There were no adverse effects to the patient.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock: section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation has been completed. The device was inserted but insertion sheaths experienced kinking due to tortuous anatomy. The data logs were reviewed and it was shown that the pump was not started as the motor current spiked immediately upon starting with no pump flow was achieved. Each spike corresponded with a motor current high alarm, even though the purge was connected and flowing with adequate pressure. The pump was returned for investigation. A visual inspection found a catheter kink at the 46 centimeter mark, with no other abnormalities found. It was then run on p-9 for 10 minutes where no adverse events were reported and the pump stop/could not start could not be reproduced. The cause of the pump did not start was not determined since the failure mode was unable to be reproduced. 14 french insertion sheaths experienced kinking due to tortuous anatomy and a 16 french cook sheath had to be used instead. No sheaths were returned. The cause of the introducer damage - mechanical was most likely patient condition related. H.6 codes were added to medical device problem code and component code as they were inadvertently omitted from initial manufacturer device report number 1220648-2025-25969.